Manufacturer narrative:
(B)(4). Investigation summary the investigation confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor red actuator was broken into two separate pieces while impacting femoral component. Attune impaction handle broke into two separate pieces while impacting femoral component. All pieces removed from patient. Attune fb tibial impactor broke into two separate pieces while impacting tibia implant.